Manufacturer narrative:
A portion of the device has been received, evaluated and retained by this MFR. The engineering evaluation indicated the balloon was detached from the catheter shaft and was not returned for evaluation. Both balloon bonds were present on the shaft. No shaft damage was noted under the balloon via microscopic examination. It was indicated this device was used in an extremely calcified lesion, which directions for use warn against, and may have contributed to this event. H6 - 86 (other - microscopic examination). F11 - date MFR initially forwarded report to FDA.

Event description:
It was reported a balloon ruptured following a successful left superficial femoral angioplasty of an extremely calcified lesion. Slight resistance was encountered upon removal of the balloon and the balloon and sheath were removed as a unit. It was then discovered the balloon material had detached in the pt at the access site. Retrieval of the balloon material in the operating room was uneventful. The procedure was completed successfully and the pt's condition is good. The device has not been received. Therefore, no failure analysis was available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. It was indicated this device was used in an extremely calcified lesion which may have contributed to this event. However, without evaluating the device, co is unable to determine the exact cause for this event. Directions for use state: "due to the extremely thin wall thickness of the ultra-thin balloon, ultra-thin balloon catheters should not be used for procedures involving highly calcified lesions or synthetic vascular grafts... If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."